Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep/vibrate anomaly. The customer¿s blood glucose was unknown. The customer reported changing out her set and when they go to rewind and prime the insulin pump gives a high pitch scream. The customer is calling back after the two hour, troubleshooting, waiting period. The insulin pump continues with the constant tone. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will be replaced and returning for analysis.